Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm has advised that the repair has not been performed due to pending approval of the purchase order from the customer. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber-optic test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer had reached out to him and reported that they will not be repairing this iabp unit as the expense is too high and that they will be retiring this iabp unit from clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber-optic test. There was no patient involved and no adverse event was reported.